Event description:
The customer reported that the button to change the ECG waves being viewed does not respond when pressed. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.